Event description:
The customer reported that an 840 ventilator was inoperable. No pt involvement. Covidien tech support engineer (tse) troubleshoots this issue with customer over the phone and suggested to swap the bd clock and/or replace the graphical user interface (gui) cpu pcb. Covidien was not authorized to service the device.